Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
There were some areas where the tissue was discolored black during the removal operation, and there were findings like armd. Check to see if there was any impingement on the shell and stem neck, and if there are any scratches on the stem neck. No visible damage to the stem neck was found during surgery. Update: "loosening, suspected infection. Intraoperative examination showed no infection."

Event description:
There were some areas where the tissue was discolored black during the removal operation, and there were findings like armd. Check to see if there was any impingement on the shell and stem neck, and if there are any scratches on the stem neck. No visible damage to the stem neck was found during surgery. Update: "loosening, suspected infection. Intraoperative examination showed no infection."

Manufacturer narrative:
Reported event: an event regarding loosening and corrosion involving a trident shell was reported. The event of loosening was not confirmed and the event of corrosion was confirmed via mar. Method & results: product evaluation and results: a material analysis has been performed. The report concluded that discoloration observed on the trident psl shell was consistent with oxidation. The eds analyzes showed that the shell component coating and base material were consistent with the drawing, the region of discoloration was consistent with oxidation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: no clinical or pmh (patient history record), no patient demographics, no operative reports, no examination of explanted components, no surgical pathology reports. Based upon the 3 images supplied for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. Product history review: product history review could not be performed due to insufficient information. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was report that the patient was revised due to loosening and intraoperatively tissue was noticed to be discolored black. Evaluation of the returned device revealed that discoloration observed on the trident psl shell was consistent with oxidation. The eds analyzes showed that the shell component coating and base material were consistent with the drawing, the region of discoloration was consistent with oxidation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including clinical or pmh (patient history record), patient demographics, operative reports, and surgical pathology reports are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.